Event description:
A medtronic representative reported that, while in a procedure the surgeon alleged the computer became unresponsive during navigate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) national privacy laws. RMA issued. Replacement computer shipped to site. Medtronic investigation of returned suspect computer finds the system initially boots to log-in screen. Cranial launch but when exiting, system very slow. Launching the ent app (pca) and does not fully launch. Hangs at a blue screen and mouse cursor is available. Hard drive reports no sector errors and ram tests pass. Hdd is at 50% used. Re-duped system, still runs slow at times and display went to black again. Computer failure, motherboard malfunction, directly caused the event.